Manufacturer narrative:
Visual examination of the device found the wire basket assembly to be extended. The basket tip was intact and heavy amount of dried contrast was found on the distal end of coil assembly. The side car-rx presented pushback out of specification. The handle cannula was found pulled out of the finger ring portion of the handle assembly and had been pushed forward into the distal end of the handle assembly. Additionally, dried contrast filled the injection port. The dimples were visible on the handle cannula and were properly located. However, the set screws were not seated in the center of the dimples during manufacturing but were torqued down on the cannula slightly proximal of the dimples as evidenced by the circular score marks adjacent to the dimples. A drag mark was present indicating that the cannula had been forcibly pulled out from the set screw. The distal set screw did not fully engage the handle cannula as evidenced by the shallow indentation and no drag mark was found from screw toward the end of the cannula. Further evaluation found the set screw depth to be out of specification. The evaluation concluded that the returned unit was consistent with the complaint incident that the handle cannula detached/separated. The evaluation of the device found the depth of the distal set screw did not meet the specification. Although it cannot be determined how much tensile force the handle cannula received during the procedure, it appears the location of the screws on the handle cannula and the distal set screw depth were out of specification, which might have contributed to the failure. Therefore, the most probable root cause is "manufacturing." There is an investigation in place to address this issue.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01824 for the first trapezoid rx basket and manufacturer report# 3005099803-2015-01825 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx were used in the common bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 10 mm stone was successfully captured inside the first basket, when the physician attempted to crush the stone, the wire in the handle detached. The stone was released and the basket was removed from the patient with no issue . A second trapezoid basket was then used and when the physician attempted to crush the stone, the wire in the handle detached. The stone was released and the basket was removed from the patient with no issue. The physician felt that the hardness and size of the stone caused the issue with both baskets. The stone was left in the patient and the procedure was not completed due to this event. The physician plans to surgically remove the stone. Reportedly both baskets were functionally checked prior to use, and no issues were noted. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿good.¿

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01824 for the first trapezoid rx basket and manufacturer report# 3005099803-2015-01825 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx were used in the common bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 10 mm stone was successfully captured inside the first basket, when the physician attempted to crush the stone, the wire in the handle detached. The stone was released and the basket was removed from the patient with no issue . A second trapezoid basket was then used and when the physician attempted to crush the stone, the wire in the handle detached. The stone was released and the basket was removed from the patient with no issue. The physician felt that the hardness and size of the stone caused the issue with both baskets. The stone was left in the patient and the procedure was not completed due to this event. The physician plans to surgically remove the stone. Reportedly both baskets were functionally checked prior to use, and no issues were noted. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.